Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that a skin irritation had occurred while wearing the pod between 24 and 36 hours. Patient visited physician and was prescribed cephalexin (500mg capsules), to be taken twice daily for one week.

Manufacturer narrative:
The formed needle and bottom housing were inspected and no abnormalities were found that would contribute to the reported skin condition irritation. The exact cause of the reported skin condition irritation could not be conclusively determined. No other damages or defects were observed that would indicate any struggle to deliver insulin. The downloaded data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin.